Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1121, awareness date 02-sep-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert ) on an unspecified date. Consumer had a hysterectomy on (B)(6) 2015 leaving only ovaries. But, before that she was sick all the time and could barely take care of her three children. Since her hysterectomy she now has energy and she is no longer sick all the time. Follow-up information received on 24-sep-2015 from consumer: the consumer stated that essure caused inflammation. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and had an hysterectomy performed. This event is serious due to medical importance and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (hysterectomy) may be required. In this case, very limited information was provided. It was reported that she had a hysterectomy and after that she was no longer sick anymore. Although the indication of procedure has not been informed, given event's nature, causality with essure use cannot be excluded and therefore this case is regarded as incident no further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 02-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and had an hysterectomy performed. This event is serious due to medical importance and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (hysterectomy) may be required. In this case, very limited information was provided. It was reported that she had a hysterectomy and after that she was no longer sick anymore. Although the indication of procedure has not been informed, given event's nature, causality with essure use cannot be excluded and therefore this case is regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively perused, since this case was identified during health authority website monitoring.